Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. An error code happened during motor test.the root cause of the reported issue was found to be the optic switch was inoperable..actions were taken to mitigate the reported issue: replaced the optic switch cable.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device immediately alarms when infusion is started. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.